Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 200cc mentor memorygel breast implant prostheses and experienced right-sided rupture and lymphadenopathy, and bilateral grade IV capsular contracture postoperatively. The patient was experiencing discomfort and breast on her right breast. In addition, the patient felt a ball-like presence under her right armpit. The patient had a consultation with a healthcare professional on (B)(6) 2020. Ultrasound and mammogram performed on (B)(6) 2020 indicated free silicone on the right side, and MRI performed on (B)(6) 2020 indicated right-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 170cc mentor smooth round high profile prostheses (catalog #: 3503170, left serial #: (B)(4), and right serial #: (B)(4)) on (B)(6) 2020. This report is for the left-sided prosthesis.